Manufacturer narrative:
The suspect device was returned for evaluation. Per product evaluation, the unit was received in tightly bound packaging. When the unit was removed from the packaging, the shaft was bent and kinked in several places. The blue balloon luer is bent. The distal end is bent more than expected. Other than the bends and kinks, no other abnormalities were identified. Per communication with the sales representative who returned the device, there were not kinks evident when the user facility passed it off to be bagged. The investigation is still in progress. Further findings and conclusions will be reported in a timely manner. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that while placing a proplege device, an effusion was noted and the procedure converted to a sternotomy to safety locate and repair the effusion. One doctor was attempting placement while another (very experienced) was acquiring the tee images. Both noted that the everything about the patient was "pediatric" because of her small nature. The coronary sinus measured 0.5 cm. Placement began with a bicaval view while the catheter was inserted to approx. 20cm. The catheter was seen as it advanced toward to coronary sinus ostium. Entry into the ostium was achieved and while advancing, bowing was seen. The doctor pulled back to release the bowing and removed from the ostium. The attempted again with the same result. They considered using a wire to help. While an appropriate wire was being located, they continued to try to enter further into the sinus. This was achieved as evidenced by a two-chamber and a deep four-chamber tee image. A fluoroscopic image was taken and it was seen that the catheter was at the middle cardiac vein and could not go further. This is when both anesthesiologists noted from the tee that an effusion was present. Exact location was not identified. The catheter was left in place and the anesthesiologist informed the operative surgeon of the issue. The operative surgeon decided to switch from a robotic mvr to a sternotomy to ensure they could safely locate and repair the effusion. A normal sternotomy procedure took place and it was noted that the effusion was at the ostium-sinus junction. The catheter was then removed. It was repaired using "one stitch." Procedure went forward without incident.